Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Hurt mouth [oral pain]; piece of metal that holds the brush head in broke off [device breakage]; I think they may be fake - brush head [suspected counterfeit product]. Case description: consumer called stating the piece of metal that holds the brush head in broke off in his mouth. No serious injury was reported.